Event description:
It was reported that the procedure was to treat a 90% de novo lesion in the mid left anterior descending artery with heavy calcification and heavy tortuosity. After pre-dilatation the 2.50x48mm xience skypoint stent delivery system (sds) was attempted to be advanced to ther target lesion; however, failed to advance due to the anatomy. Therefore, the sds was removed and difficulty was noted also due to the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. A drug coated balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.